Event description:
The customer alleges that the tubing disconnected from the connector during inspection. No patient injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established since lot number was not provided and sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due to lack of sample and no lot number provided for investigation; thus it is not possible to determine an exact root cause and corresponding corrective actions. If the sample becomes available this investigation will be updated with the evaluation results. However, regarding this same issue, the quality inspection form qa-res-004/f43 will be updated under dco-008505 adding an attribute to verify a correct assembly of the dual tubing and the manifold connector. Also, on the same dco-008505; visual aid #va-0084 will be created to show a correct/incorrect assembly of the dual tubing and the manifold connector.